Manufacturer narrative:
This event occurred in (B)(6). The instrument and precision check results were within specification. Calibration and qc were acceptable for all assays. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on 2 cobas e801 modules. Based on the data provided, discrepant results were identified for 5 patient samples tested for elecsys hcg stat (hcg stat) or elecsys ft4 iii (ft4 iii) on e801 module 1 and 8 patient samples tested for hcg stat, elecsys ft3 iii (ft3 iii) or ft4 iii on e801 module 2. This medwatch will cover e801 module 1. Refer to medwatch with patient identifier (B)(6) for information e801 module 2. There was no allegation that an adverse event occurred. No reagent lot numbers with expiration dates were provided.